Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4)\ 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Esophageal dilatation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis noted the buckle, band tubing and shell/ring were broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a lap-band device was removed "due to [the pt experiencing] esophageal dilation."